Manufacturer narrative:
Investigation results: visual investigation as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Acceptable failure occurrence: < xx ppm actual failure occurrence: 20 ppm the review of the risk assessment revealed that the overall risk level (severity 3(5) probability of occurrence2(5)) according to din en iso 14971 is no longer acceptable. The need to revisit the risk assessment will be requested and further evaluated by the responsible department. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Based upon our historically grown product experience and due to different simulations regarding an insufficient inserting of the cartridge or a too fast application of the clips, this could be one possible root cause of the described failure. Malfunctions can be caused by incorrect assembly sequence, the correct order of assembly must be observed (see error! Reference source not found.). Based upon the investigations results a product safety case was initiated (B)(4).

Manufacturer narrative:
Investigation on going. Additional information / results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product challenger tip. According to the complaint description, it was reported that during a laparoscopy that the clip fell into the patient's stomach. No consequence for the patient was reported. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).